Manufacturer narrative:
(B)(4). Implant date: 2020. Concomitant medical products: comp aug mini bsplt w tpr md cat#110032420 lot# 64089391. Comp rvs cntrl 6.5x30mm st/rst cat#115396 lot# 576760. Comp lk scr 3.5hex 4.75x30 st cat# 180553 lot# 246200. Comp lk scr 3.5hex 4.75x35 st cat# 180554 lot# 698810. Comp lk scr 3.5hex 4.75x25 st cat# 180552 lot# 591530. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 419550. Cr vivacit-e 40mm brng +3 cat#110031428 lot#64525936. Cr 40mm glenosphere +3mm cocr cat# 110030777 lot# 64328699. Mini tray std cocr +0 offset cat# 110031399 lot# 64957156. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01457; 0001825034 - 2022 - 01458; 0001825034 - 2022 - 01459; 0001825034 - 2022 - 01460; 0001825034 - 2022 - 01461; 0001825034 - 2022 - 01462.

Event description:
It was reported that a patient underwent a revision procedure approximately 10 months postimplantation due to infection, persistent pain and loosening of hardware. All components were removed and an antibiotic spacer was placed. Significant discolored bio-film type tissue was present upon removal of the humeral tray. Humeral stem was removed without significant bone loss, glenoid removed without complication. The baseplate was grossly loose prior to removal, with significant bone loss, soft tissue debridement and bio-film tissue present. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As all product manufactured follow appropriate standards, and the reported infection occurred > 90 days, devices can be excluded as a possible source. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.